Manufacturer narrative:
This report tied to the tracking number (B)(4) is a duplicate of the MFR report #1219930-2015-00346 which corresponds to the tracking number (B)(4) and has been closed.

Event description:
Product: maxon cv on a cv-22 needle. Procedure: urological. According to the reporter:surgeon using suture of maxon cv on a cv-22 needle. While using the suture surgeon was trying to reload the suture into the needle holder after he had placed a stitch. The needle had come off of the suture. After a search of the area the needle was unable to be found. Causing our needle count to be off and potential harm to the patient . Current patient status is unknown. The difficulty did not result in any tissue damage or patient injury. Applied another suture.

Manufacturer narrative:
(B)(4).